Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hyperglycemia.

Event description:
It was reported that a sensor failure issue occurred. Per a social media post, the patient¿s parent reported that her ¿son's dexcom sensors failed six times last night putting him the hospital with blood sugars over 500." No other event or patient details were provided. As this was a social media post, the patient or the reporters contact information was not provided; therefore, no further information could be obtained. No product was provided for evaluation. The allegation and a probable cause could not be determined.